Manufacturer narrative:
(B)(4). One used unidentified caresite extension set without packaging was returned for evaluation. Visual inspection revealed a crack on the female luer. The returned product confirmed the reported defect of leakage. B. Braun medical inc. Has previously initiated a corrective action and preventive action (CAPA) to change the caresite luer thread design to help withstand the stresses applied during access of the valve. In addition to the design change, the mold process parameters were changed to higher pack pressures in order to provide additional strength to the inlet port of the valve to resist cracking. B. Braun medical inc. Is continuing to investigate and address incidents involving cracking and leaking of the caresite which provides for root cause investigation and corrective action. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: pigtail began leaking blood, noted to be coming from posiflow.